Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va02241, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced a shocking sensation that ¿went through her body¿ from their implantable neurostimulator (ins) following a fall on (B)(6) 2012. The shocking occurred until they were able to decrease the stimulation from 5.9 volt to 2.9 volts. Hospitalization was not required for the event. The patient outcome was reported as no injury.